Event description:
The customer reported that the system will go black when taking the first image.

Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the system p1 power supply and adjusted the output. The system operates as intended.